Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a permanent out of range signal. No additional patient or event information is available. No product or data were provided for evaluation. The reported unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.